Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was confirmed to be fully functional with replacement recommended at a future date. This device remains in service and will continue to be monitored. No adverse patient effects were reported.